Event description:
It was reported when the physician inserted the lasso catheter into the sheath and flushed, air was aspirated. There was no reported pt injury.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Review of the device history confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak during testing which was caused by a tear in the hemostasis seal. It is uncertain what caused the seal to tear.